Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support guided the customer through several troubleshooting steps, including inspecting the cartridge and cleaning the pump's pneumatic area, but the issue persisted even after attempting to load a new cartridge. Consequently, technical support arranged for the pump to be replaced, advised the customer to switch to multiple daily injections as a backup therapy, and provided instructions for the return and replacement process.